Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any crack around the notch area.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this product was explanted due to an advisory. There were no additional adverse patient effects. This electrode is part of the emblem electrode lumen advisory of december 3, 2020.

Event description:
It was reported that this product was explanted due to an advisory. There were no additional adverse patient effects. This electrode is part of the emblem electrode lumen advisory of december 3, 2020.